Event description:
The rep reported the device was used during a sigmoid colon resection. It was reported that after using the ecs25 the surgeon believed that the post-op bleeding was coming from the anatomic staple line. The staple line was injected with epinephrine to stop the bleeding. The pt rec'd a total of 4 units of blood.